Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. The failure of the electronic circuitry was likely caused by humidity ingress at the detected micro-leaks at the housing's header assembly. Over a certain period of time, humidity will impinge on the electronics and cause damage, potentially leading to complete failure of the circuitry. The investigation findings appear to match the content of the user report. This is a final report.

Event description:
The user reported that she stopped hearing abruptly. The user also reported hearing a loud noise. In addition, without the audio processor she reported hearing some sounds. The user has been re-implanted.

Manufacturer narrative:
Additional information: in accordance with the information in the recipient report and the manufacturers experience with this kind of device, it is assumed that it is likely in an early stage of failure due to humidity ingress at the housing braze joint through micro-leaks. However to determine an exact root cause a device investigation would be necessary. No further steps are considered at the moment.

Event description:
The user reported that she stopped hearing abruptly. The user also reported hearing a loud noise. In addition, without the audio processor she reported hearing some sounds. No further medical intervention is reportedly considered at the moment.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported that she stopped hearing abruptly. The user also reported hearing a loud noise. In addition, without the audio processor she reported hearing some sounds.